Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The capacitor was replaced. The system operates as intended.

Event description:
The customer reported that the stenoscop system would not boot up. No patient injury was reported.